Event description:
It was reported that the left ventricular (lv) lead had high/unstable thresholds due to dislodgement as the lead had pulled back out the lateral vein. It was also reported that the physician was unable to advance the old lv lead back into the vein and could not get the lv lead out of patient at the subclavian area so had to cut and manually extract the lead. A new lead was implanted. The patient was kept overnight for observation and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4), the full lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. Due to the condition of how the lead was returned no cm. Distal can be determined at this time. A proximal portion was received measuring 4 cm, a distal portion was received measuring 4 cm and another proximal portion was received measuring 86 cm.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead (B)(6) 2012; 6947m62 implantable defib lead (B)(6) 2012; d314trm implantable biv defibrillator (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.